Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported after a battery change the display screen was blank. Audio tones and vibration alerts were functioning with the blank display screen. It was reported on (B)(6) 2014 that replacement of battery returned the display function to normal. This complaint is being reported because the reported issue was not resolved with initial troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:during evaluation, the display screen was dim and discolored. Multiple call service alarms were observed in the pump¿s history. The complaint of a blank display screen could not be duplicated. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.